Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2021, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 2 years, 4 months after initial implant. Revision operative report of (B)(6) 2023- postoperative diagnosis: failed total knee, right, initial encounter. The polyethylene insert was removed. Of note there was some wear but there was no frank delamination or fracturing of the implant. The patient was revised to competitor¿s devices. The patient was taken to the pacu in stable condition postoperative she will be weightbearing as tolerated. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 6744380 02-020-11-0340 - truliant ps cem fem ps cem right sz 4; 6408911 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t; 6560186 200-02-32 - three peg patella 32mm; 6758383 204-34-04 - fluted stem extension 40l x 14 mm; 6605648 204-70-00 - tibial stem ext. Screw; 2060521039. A10012 - gps implant kit v2. Pending investigation. There is no other information available.